Event description:
It was reported the unit had a bad (melted) power inlet module. There was some blackening on the power cord close to the power inlet module, no signs that there was a fire. The event timing was during cleaning. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the power inlet module and power cord were found to be melted. The power inlet module and power cord were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.